Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criterion medically significant). The patient was treated with surgery. The reporter considered surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case was found to be duplicate case of (B)(4) hence this case should be deleted from bayer data base. Reference section from retention case (B)(4) was transferred to this case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.